Manufacturer narrative:
The device was explanted but was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an infection at the ipg site, and as a result the device was explanted. The patient was hospitalized and was treated with IV antibiotics through a PICC line. The patient also suffered complications from a blood clot from using the PICC line, and was hospitalized for that issue as well. There have been no further reports of complications.